Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 42.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment included the is-1 connector was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The lead tip included the ring electrode were found covered in fibrotic growth. The calcification can be assumed to be the root cause of the reported high pacing impedance. Furthermore, the conductor coil and insulation were found damaged 15 cm proximal to the lead tip, which probably occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to high impedance. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.